Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's parents contacted dexcom on (B)(6) 2016 to report that the patient experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient had a low of 38mg/dl, which was measured with a fingerstick, while in school. Patient did not hear the receiver alert but they were able to catch the low with their smartphone. The school nurse gave the patient a quick acting carbohydrate for treatment. Additionally, patient's mother tested the receiver and it did not beep. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). H2: additional information. H6: method codes - additional.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri sep 16 11:29:43 edt 2016 with MFR# 3004753838-2016-02346. The ack3 was received on fri sep 16 11:29:43 edt 2016 with coreid: (B)(4).